Manufacturer narrative:
Natus tech support tried assisting customer after several attempts to get additional information the customer stated that the system was retired from service on 07-jul-2017. The investigation is considered closed and final.

Event description:
Natus medical received a complaint on (B)(6) 2017 about their 6 year old neoblue blanket system had low intensity. Pn: 006254 (led light box) sn: (B)(4) installed date: (B)(6) 2011. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.